Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose due to a bent infusion set cannula. Further attempts to follow up with the pt to gather additional info were unsuccessful. The pt did not require treatment from a health care professional or second party to address the issue. Product was replaced. No product was requested to the returned for eval.